Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; suspected cause was the pump not delivering insulin. A manual injection was administered to address bg. A system check was performed and the pump performed as intended. Reportedly, the customer uses admelog insulin within the pump supplies. Tandem technical support advised the customer against using admelog insulin.